Event description:
It was reported that the patient underwent an l4-5, l5-s1 tlif spinal fusion using rhbmp-2/acs on (B)(6)-2007. Imaging studies reportedly show that patient developed uncontrolled bone growth and resulting nerve compression at implant site. The patient developed chronic pain and radiculitis, emotional distress, and mental anguish. No further information was provided.

Event description:
It was reported that on (B)(6) 2007 the patient underwent the following procedures: left-sided transforaminal lumbar interbody fusions l4-5 and l5-s1, right sided transpedicular exposures for neural decompression l4-5 and l5-s1, placement of interbody device at l4-5 and l5-s1, posterior segmental instrumentation with bilateral pedicle screws at l4, l5 and s1. Also one crosslink, posterior spinal fusion l4-5 and l5-s1.to treat the following pre-op diagnosis: l4-5 and l5-s1 spondylolisthesis, l4-5 and l5-s1 degenerative disc disease, l4-5 and l5-s1 facet arthropathy, l4-5 and l5-s1 stenosis, lumbar curve, intractable back and lower extremity pain. Per op-notes: "...approximately 6 cc of local bone autograft was then placed anteriorly in the disc space followed by pledget of bmp. The interbody device itself was then inserted which had been filled with bmp and some more local bone graft. Posterolateral graft was placed from l4 to the sacrum. This consisted of some bmp along with remaining local bone autograft and osteofil. The patient was turned supine, awakened in the operating room and transported to the recovery room in stable condition.."

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.